Event description:
The user facility reported that the case was a percutaneous coronary intervention (pci). The run-through wire got caught up in the stent and the physician tried to pull the wire out and it pulled the stent and all out. The stent was believed to be an onyx stent. The patient was in stable condition. Medical intervention to be determined (tbd), however for now they are watching the patient. The stent was in the radial artery. They switched to groin access and was able to deploy a fresh stent over a new wire. Additional information was received on 21 july 2022: the stent ended up in the patient's radial artery and was fine. There is a sample to return. No intervention was necessary. There was no allegation the against wire.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. The record of outer diameter and tip sliding resistance value at the time of shipping inspection was confirmed for the product of the involved product code/lot# combination. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Please see MDR 2243441-2022-00021 for the importer report on this reported event. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, update section h3 and to provide the completed investigation. Ashitaka factory was informed on august 9, 2022, that the actual sample was not available for evaluation. Since the actual sample was not returned, detailed investigation could not be performed. The provided photo was confirmed. It was found that the coil was elongated. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. The record of outer diameter and tip sliding resistance value at the time of shipping inspection was confirmed for the product of the involved product code/lot# combination. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Since the actual product was not returned and detailed investigation could not be performed, it was not possible to clarify the cause of this complaint (the runthrough wire got caught up in the stent and it pulled the stent and all out). Based on our past experience, the elongation of the coil was likely to have occurred when the coil jumbled in the wire, when the jumbling section was caught in the stent strut. Ashitaka factory is always continuing diligence in maintaining the product quality by performing following control. After the coil/niti-core wire fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly on it. The fracture strength on the distal end is measured on sampling basis for each product code/lot, and it is confirmed that there is no anomaly in it. Relevant IFU reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.